Event description:
The reporter did meter to lab comparison tests. Reporter took meter to the doctor's office. Tests were done side by side, in a fasting state. Reporter's meter test (capillary) result was 151 mg/dl, and the (venous draw) lab test result was 124 mg/dl. Reporter felt thirsty and dizzy. A control solution test was in range, (128) 98-147. Reporter has no problem getting a drop of blood, no hematocrit issue, and checks confirmation dot for enough blood. No harm was alleged.